Event description:
Medtronic infuse bmp implanted in c4-6 acfd by dr (B)(6) at (B)(6) in (B)(6) 2009. Pt c/o swelling at throat, diff swallowing and choking, but told this was normal and would subside. Eventually was referred to ucla ent that diagnosed ¿acid reflux¿ and ¿slight mechanical obstruction from plate¿ at surgical site. Patient complained of increasing pain down both arms and hands 6 months post-op and later had emg studies that indicated abnormal emg as well as indication of ¿boney fusion in and around the lt cage¿ observed by CT scan on (B)(6) 2011, but not disclosed to patient who was exhibiting worsening pain radiating down both arms and hands. Pt was encouraged to consider spine implant that would dispense medication into spine. When pt¿s insurance carrier ended contract w/(B)(6), patient sought treatment at (B)(6) in 2012. Doctors there discovered patient¿s left vocal cord was paralyzed and exuberant bone growth causing severe spinal cord compression. Spinal surgery was performed on (B)(6) 2012. (B)(6) never disclosed use of bmp to patient, nor at any time of the course of patient¿s treatment did they indicate bmp as a cause of the adverse symptoms, which clearly they had knowledge from a prior FDA warning issued in 2008. Furthermore (B)(6) and surgeon (B)(6) failed to report adverse conditions to both medtronic and FDA. (B)(6) was disciplined after it was reported that he had not reported payments to (B)(6) by medtronic. However, (B)(6) claimed that such payments did not impact any research on bmp that (B)(6) had conducted. (B)(6) clearly breached his fiduciary duty, std of care, and was negligent in not reporting adverse symptoms of patients to appropriate parties, including the pt, medtronic, and the FDA.